Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that the alarms on her pump were not loud enough to wake her up and stated that her blood glucose went high because she was out of insulin. Her blood glucose was 400 mg/dl. Nothing further was reported.